Manufacturer narrative:
The fse (field service engineer) confirmed user reported ECG errors during self-test. Fse instructs users to re-do the self-test in the correct way. The self-test passes, there is no problem with the device. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator indicating that the device exhibited an ECG failure. There was no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address: (B)(6).